Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction. The event cause was not determined and unknown if it was device related. It was unknown if reprogramming was needed. There was no troubleshooting or other actions taken to mitigate or resolve the event noted. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2013 (B)(6); explanted: 2015 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that there was anterior stimulation in the ribs. The patient was feeling stimulation in the ribs because, the surgeon placed the paddle crooked. The physician said the 565 paddle lead was off to the side in the gutter and so he wanted to replace it with a 2x8 paddle. The lead was hitting a nerve, and bothering her, and every time the patient turned stimulation up it provided stimulation in the ribs. The stimulation in the ribs began about a month prior to report. The patient stopped charging at the time she started feeling stimulation in the ribs. The patient felt like the battery was warming in the pocket, which contributed to her decision to stop charging. The event date was one month prior to report. The patient started seeing the doctor and he determined that they should revise the lead. The doctor replaced the 565 paddle lead with a 2x8 paddle because of the scar tissue in the area. When the manufacturer's representative told the doctor the patient did not charge it, and it was discharged, the doctor decided he would re place everything. It was noted that ¿everything¿ was replaced. The doctor also decided to replace the battery during the same procedure. The manufacturer's representative was not able to test the impedance on the 565 lead prior to the operation because, the battery was discharged. They did test impedances on the 2x8 lead during the procedure, and all the values were within range. During the post-op, the patient was feeling stimulation and impedances were within a normal range. The manufacturer's representative checked the patient in recovery that day, the patient felt stimulation, and was still recovering from surgery. The notify date was 2015 (B)(6). The patient would have a post-operative appointment ¿a week or so¿ from 2015 (B)(6). The patient¿s post-operative appointment was scheduled for 2015 (B)(6). The manufacturer's representative had not heard anything since the implant date. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.